Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 06nov2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Event description:
It was reported that foreign lubricant came out of 2 bd veo¿ insulin syringes with bd ultra-fine¿ needle, one each from lots 3002544 and 3009203. The following information was provided by the initial reporter: "consumer reported 2 boxes purchased from amazon finding lube coming out of the needle."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 3002544. D.4. Medical device expiration date: 31-jan-2028. H.4. Device manufacture date: 02-jan-2023. D.4. Medical device lot #: 3009203. D.4. Medical device expiration date: 29-feb-2028. H.4. Device manufacture date: 09-jan-2023. E.1. The customer's address is unknown. (B)(6), USA has been used as a placeholder based on the reported phone area code. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign lubricant came out of 2 bd veo¿ insulin syringes with bd ultra-fine¿ needle, one each from lots 3002544 and 3009203. The following information was provided by the initial reporter: "consumer reported 2 boxes purchased from amazon finding lube coming out of the needle".